Manufacturer narrative:
Images were provided for review showing a frayed piece of cable sticking out from the instrument distal end while in use in the patient cavity. There appears to be no missing material or fragment detached. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) presented a structural failure, with the steel cable detaching during the procedure, interfering with the surgical process and making its continued use impossible. The procedure was completed with no reported injury.